Manufacturer narrative:
(B)(4). Batch # r57m8d. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the staples malformed. During the vats lobectomy, after fired, found some of staples malformed. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch number: r57m8d. The analysis found that one ec60a device was returned with no apparent damage and with an ecr60w cartridge reload present. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. He batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.